Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient coded and external defibrillator was used by emergency medical services to deliver shock. It was also reported that possible intermittent undersensing was noted on the ventricular channel and possible far field r-wave (ffrw) oversensing was noted on the atrial channel on current electrograms (egm). The right atrial (ra) and right ventricular (rv) leads remain in use. No further patient complications have been reported as a result of this event.